Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency, hematuria, incontinence and dyspareunia. It was reported that the patient underwent removal of graft erosion on (B)(6) 2012 due to pelvic pain and graft erosion by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision/removal in (B)(6) 2012.

Manufacturer narrative:
(B)(4): the patient underwent a gynecological procedure to treat pelvic organ prolapse and a mesh was implanted. Concomitantly the patient underwent a hysterectomy. It was reported that following insertion the patient experienced pain, erosion extrusion, urinary/bowel problems, recurrence, dyspareunia, thick discharge with odor and vaginal scarring. It was also reported that due to erosion of mesh the patient underwent multiple revision/explantation procedures on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that the patient underwent cauterization of granulation tissue using silver nitrate on (B)(6) 2010. It was reported that the patient underwent diagnosis with scope and lysis of multiple adhesions on (B)(6) 2012. It was reported the patient underwent a cystoscopy on (B)(6) 2013. It was reported that the patient underwent a cystoscopy with bilateral retrograde pyelograms, interpretation of bilateral retrograde pyelograms and hydrodistention on (B)(6) 2013. It was reported that the patient underwent a bilateral temporary interstim lead placement on (B)(6) 2013, and a bilateral permanent interstim on (B)(6) 2013. It was reported that the patient underwent a scope removal of ovaries (B)(6) 2014. No additional information was provided.